Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in spain as follows: it was reported that during packing stage, in madrid distribution center, warehouse operator realized that the product reference 02.211.016 and lot 665p102 contains quantity of 2 each instead of 1 each, as indicated on the label. The product was moved to qa cage before prepare the shipment to the customer. The rest of the stock was checked and no more non conforming units were found. There was no patient involvement. This report is for one 2.7mm va lckng screw slf-tpng with t8 stardrive recess 16mm this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H4: the device manufacture date ws reported as unknown on the initial report; and has been updated accordingly. Investigation summary : the photo was returned to depuy synthes for evaluation. The depuy synthes team forwarded the provided image to the supplier monument manufacturing facility for investigation. The affected part was not returned to the monument manufacturing facility. Visual analysis of the photographic evidence revealed that a quantity of two 2.7mm va lckng screw slf-tpng with t8 stardrive recess 16 mm pieces were contained within the sealed packaging. The package is sealed with no damage to the packaging. Per (B)(4) rev. R: "package and label per bom, lppf, pkad, and ldm as required. Otherwise, per process sheet stated on the product traveler". The ldm dom for device lot number 665p102 require a quantity 1 part per package. The complaint condition was confirmed as a non-sterile package with two parts inside instead of the required one. Per the complaint condition and accompanying photographic evidence, the complaint condition was confirmed as a non-sterile package with wrong quantity within the package. The affected part was not returned, an the condition was confirmed based on the photographic provided. A non-conformance has been initiated by monument manufacturing facility in response to this manufacturing issue. J&j (B)(4) is opened to track and document. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part number: 02.211.016, 2.7mm va lckng screw slf-tpng with t8 stardrive recess 16mm; lot number: 665p102: this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition.